Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer. However, investigation of said device is still in progress at the time of this report.

Event description:
Customer complaint alleges "that the cuff was found to be leaky during pretest." No report of patient involvement. No report of delay in treatment.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no obvious defects were observed. The bronchial clear cuff and the blue cuff were inflated to 25mbar with a calibrated endotest meter. It was observed that the pressure in the clear cuff dropped rapidly during inflation. No issues were detected with the blue cuff. The device was then immersed into water and air bubbles were observed coming from the clear cuff. No bubbles were seen coming from the blue cuff. The area of leakage was detected and observed under magnification. A cut mark was detected on the clear cuff. A 100% leak test is performed during the manufacturing process; therefore, a defect of this type would be detected prior to release from the manufacturing facility. It is most likely that the defect is due to improper handling by the end user during preparation, although this could not be confirmed. A conclusion code could not be chosen as the complaint of cuff leaking was confirmed; however, a root cause could not be established.

Event description:
Customer complaint alleges "that the cuff was found to be leaky during pretest." No report of patient involvement. No report of delay in treatment.